Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2- canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, it was noticed that the black plastic impaction pad shattered. No parts fell into the patient, all pieces were retrieved. The surgery completed with another instrument. This event is related to a malfunction that could potentially lead to serious injury. However, in this case no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated and the etched lot number retrieved from the returned instrument. The reported fractured poly pad was not returned and could not be evaluated. Upon visual inspection of the overall instrument there are impact marks and scuffing visible to the rounded plate and to the missing poly location indicating extensive use over its possible twelve years in the field. Nothing further can be gained from the returned product as the reported poly pad was not returned. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combinations. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.